Event description:
It was reported to philips that the system was unable to perform exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and rescheduled to another time. The philips field service engineer (fse) inspected the system onsite and found that the image disk was full. The fse deleted old images and advised the customer to clean up the image storage regularly as mentioned in IFU(instruction for use). After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.